Event description:
Patient stated that two weeks ago she had swelling and numbness in her left knee. She went to an orthopaedic hospital emergency room where an attending physician took x-rays and blood work. The diagnosis was water on the knee. Patient stated she wants to know if the shapematch cutting guide was used. Patient will be seeing her surgeon in several weeks.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.